Event description:
Information was received from the healthcare provider via the company representative (rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml dosed at 139.1 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient was admitted to hospital on (B)(6) 2025 in baclofen withdrawal after dye study on same date revealed catheter would not aspirate. A pump and catheter revision was performed that afternoon. No known environmental/external factors. Issues was now resolved. Any healthcare provider would have no further information on this report. At time of the report, patient was recovering from surgery.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2021, explanted: on (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 02-dec-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Catheter: analysis identified a kink in the catheter body. Pump: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.